Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high pacing thresholds and was dislodged. This rv lead was repositioned successfully with normal thresholds and impedance measurements. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.